Event description:
It was reported that customer experienced reduced touchscreen sensitivity requiring more precise presses. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.